Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right atrial (ra) lead displayed intermittent atrial undersensing on the current electrograms (egm) and stored episodes. Additionally, the right ventricular (rv) lead showed intermittent t-wave oversensing (twos) post pace on the current electrograms (egm). Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic verified that the patient had been seen, but no reprogramming was completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.